Manufacturer narrative:
Upon review of the additional information received, it was determined that eval code-conclusion no longer applies; eval code- conclusion was added.

Event description:
No new information was received.

Manufacturer narrative:
Analysis of the cable 3550-68 restore scrn twist lock lot #s n624001 and n606944, along with analysis of the dbs lead kit lot # va17nn0 found no anomalies. All impedances were within range but below 1000 ohms. Fdr (B)(4) corresponds to the twist lock cables fdr (B)(4) corresponds to the lead.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3550-68, lot# n606944, product type: screening device. Product ID: 3550-68, lot# n624001, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient is in stage 1 on date notified, and after the lead was placed it showed there was a short on 0<(>&<)>1. The twistlock was then replaced and the short remained, so another lead was placed which showed a short on 1<(>&<)>2. At that point the caller switched over to using alligator clips which showed 1<(>&<)>2 as 1600, which the healthcare provider (hcp) was fine with so they continued with the implant. It was also mentioned that there was a high impedance on "one" at 4100, but it resolved after they re-ran at 3v. It is unknown when this was discovered. There were no patient symptoms reported. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.